Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Device 3 of 3: reference MFR. Report: 1627487-2019-05534. Reference MFR. Report: 3006705815-2019-01745. It was reported the patient received an error message while attempting to set ipg to MRI mode. Diagnostic test revealed multiple contacts had low impedance and the patient still has therapy. Repositioning the patient did not resolve the issue. As a result, the patient is awaiting surgical intervention.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2019, where the system was removed.